Manufacturer narrative:
Additional information: patient information now provided. Patient weight not available from the site. The navigation system's electromagnetic (em) portable unit was returned to the manufacturer for analysis. The em unit was connected to a test system with the ear, nose & throat (ent) application for an overnight burn-in test. Registration, tracking, and accuracy looked normal on all 8 tool ports. Connected / disconnected the tools from each port multiple times and system remained functional. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The representative reported that the interface box for the navigation system was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect component has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while in a functional endoscopic sinus surgery (fess), the instruments being used were unable to track halfway through the procedure. A second interface box for the navigation system was used to complete the procedure. There was a reported delay to the procedure of five minutes due to this issue. There was no impact on patient outcome. No additional information was provided.